Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. The physician expressed concern regarding potential inhibition of pacing due to the oversensing. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.